Event description:
It was reported that a pump had a cartridge change error. The customer declined to provide whether the issue caused their blood glucose level to exceed 500 mg/dl. The customer resolved the issue by reconnecting the cartridge as advised.